Event description:
Atherectomy of the left eia and cfa using a small and larger fox hollow silverhawk device. After large device was used, there was an obvious extravasation of dye and a perforation. Immediately this balloon was used to tamponade the vessel, and physician obtained a vascular surgery consultation. The patient's pressure dropped, and continued to drop, and the perforation persisted. Therefore, an 8x10 viabahn stent was deployed, and did cover the perforation, but it also covered the internal iliac artery. The internal iliac artery, despite being ballooned, is now occluded and placed in "jail".

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. A ss device and another unspecified device were used in the procedure, it wasn't reported which device was being used at the time of the perforation.